Manufacturer narrative:
The investigation for the reported event was completed. The log files showed a hanging key during system boot up. It could not be identified which key or joystick was affected. The hanging key will cause blocking of the control console until system is restarted. However, in the reported case no failure could be determined within the reported time stamp in the log files. The error message in the log files indicated a defective control console or an esd (electrostatic discharge) problem. The returned control console and all relevant functions, especially the keys and joysticks, were tested in the lab. The tests did not reveal any malfunctions. The analysis of the control console showed that the missing jumper plug caused programming inputs not connecting to gnd (chassis ground).the missing jumper plug led to a higher sensitivity to esd-impulse which might have caused unintended tilt movement. The control console on the concerned unit was replaced with another one with improved design. No further issues have been reported from this site.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available. This report was submitted october 26, 2016. (B)(6).

Event description:
Siemens became aware of an unintended movement of the axiom luminos drf unit. The system performed a tilting movement without operator's command with a patient on the table. As a result the patient slipped of the table. A moderate injury was reported in this case. The extent of the injury and the outcome to the patient are currently unknown. Siemens requested to provide additional information about patient status. The reported event occurred in (B)(6).